Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a sales representative that an ar-1249 nitinol guide pin for bio-interference screws had a 2 inch piece of the nitinol guidewire break off in the patient. The case was completed without further information on whether the broken nitinol guidewire had been retrieved from the patient. The rep was unaware of this event in the case, the current status of the patient, and the whereabouts of the nitinol wire. This occurred during an acl reconstruction and meniscus repair procedure on (B)(6) 2024.

Event description:
Additional information has been received on 09/10/2024: there is no revision surgery planned. The wire broke when implanting the screw correctly, and no additional products were used to complete the case, with no change in the technique. The case was delayed 5-10 minutes with no additional anesthesia administered. It is unknown if the patient experienced any adverse effects. There was no report of medical intervention or hospitalization needed due to this issue. Additional information was received on 09/16/2024: the rep confirmed via email that the 2-inch nitinol guidewire was retrieved from the patient.